Manufacturer narrative:
(B)(4). (B)(6). This is a report of a use error, where the patient reported that they disconnected and then reconnected to the setup without using aseptic technique. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for a check patient line alarm, the home patient (hp) stated that they had disconnected and then reconnected to the setup without using aseptic technique. The technical service representative reviewed proper procedures with the hp and assisted the hp in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.